Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that it is recommended to replace the backup battery. So, to fix the issue, the fse replaced the battery. The fse then performed functional test according to the factory's specified requirements. The unit met the factory requirements and was then delivered for use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6) .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) equipment's backup battery was not fully charged and the ac power disconnection support time was not long. The backup battery needed to be replaced.